Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd safetyglide¿ needle the needle would not retract. The following information was provided by the initial reporter: it was reported that the needle is not retracting.

Event description:
It was reported that while using bd safetyglide¿ needle the needle would not retract. The following information was provided by the initial reporter: it was reported that the needle is not retracting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: forty five samples were received for investigation. Upon visual inspection, all samples are in sealed packaging blisters. No defects or imperfections were observed. Functional testing was performed, samples were tested by connecting to a syringe and the plastic shield was removed, the safety mechanism was then activated confirming that the lever arm advanced and fully covered the needle tip. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that while using bd safetyglide¿ needle the needle would not retract. The following information was provided by the initial reporter: it was reported that the needle is not retracting.